Event description:
On 01/10/2000 the account reported an imx b-human chorionic gonadotropin result of 124,000miu/ml. The physician questioned the results. The sample was repeated and was 994miu/ml and 1070miu/ml. There was no impact to pt management as the result was questioned.